Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: h4: in initial report, the manufacturer year provided was inadvertently reported as 2015, however the correct date is 07/10/2010. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Manufacturer year 2015. The system was evaluated by a field service engineer. The field service replaced advantage printed circuit board (pcb), graphic user interface pcb, power supply, ethernet cable, and replaced connections to versalogic and subsystem pcb. The field service verified vacuum, phaco, and diathermy outputs. A touch screen calibration was performed. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a vitreous loss in the patient¿s operative eye. A brief description from the surgery center reported during the procedure, the phacofragmentation unit stopped working displaying 2012-time out communication errors and the cataract case was not completed. The follow up procedure caused some vitreous loss. The patient was discharged, and outcome is well. The remaining cataract procedures were cancelled due to the continued 2012-time out communication errors randomly occurring.